Manufacturer narrative:
(B)(4)

Event description:
It was reported that the ultrabraid suture of the bioraptor 2.9 broke when the surgeon was tying it. Dr. Pulled out the remaining suture, leaving the anchor in. A backup anchor was used with no further incident. Delay of five minutes as a result. No patient injury or impact reported.

Manufacturer narrative:
Device investigation narrative - a review of the ncmr database was performed which confirmed no abnormalities were reported with this lot during manufacture. A complaint history review identified no additional complaints for this manufactured lot. Examination was not possible, as the device will not be returned. Without the return of the device in question a root cause for this incident cannot be determined. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints of this nature have been filed. No abnormalities were reported with this product during manufacture. Further investigation is not warranted at this time. (B)(4).